Manufacturer narrative:
An event regarding revision due to user error involving an insert locking wire was reported. The event was confirmed through x-rays. Method & results: not performed as the insert nor its retrieved locking wire were returned for review. Insufficient medical records were received for review with a clinical consultant but following were his comments with regard to the removal of the locking wire: liner exchange is never without damage to the liner. The locking wire has to be brute forced out of its retention mechanism and always becomes deformed at least and fractured frequently. As such, the retention of the locking wire after this I&d for infection is procedure-related as well because related to surgical technique where the surgeon did not check for completeness of device removal during surgery. The retained wire is subject to all movements of the knee and thereby easily acquires a fatigue fracture and may separate in different fragments. Loose wires easily migrate such as in this case through the skin. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the investigation concluded that the removal of a left-in insert locking wire was due to user error whereby the surgeon did not check for completeness of device removal during an insert exchange due to infection five months earlier. The clinical consultant commented that liner exchange is never without damage to the liner. The locking wire has to be brute forced out of its retention mechanism and always becomes deformed at least and fractured frequently. The left-in locking wire had fractured and the larger portion of the wire migrated posteriorly through the skin and the remaining smaller portion of the wire was removed during the exploratory revision surgery. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient presented in fracture clinic on (B)(6) 2015 complaining of pain in posterior lateral area of knee. X-ray revealed the presence of a wire in the posterior lateral soft tissues. The surgeon surmised the wire was the locking wire of the tibial insert. Patient was booked for revision surgery on (B)(6) 2015. It was reported that 24 hours prior to surgery the patient contact the surgeon to say the wire had poked through her skin so she removed it herself. Preoperative inspection of the wire revealed part of it was missing. Revision proceeded as planned. The surgeon used an osteotome to remove the tibial insert in the usual fashion. Upon removal it was discovered that the tibial insert had an intact locking wire and had been well fixed. The remaining portion of the other tibial locking wire was also discovered in the posterior medial area of the tibial tray.

Event description:
It was reported that the patient presented in fracture clinic on (B)(6) 2015 complaining of pain in posterior lateral area of knee. X-ray revealed the presence of a wire in the posterior lateral soft tissues. The surgeon surmised the wire was the locking wire of the tibial insert. Patient was booked for revision surgery on (B)(6) 2015. It was reported that 24 hours prior to surgery the patient contact the surgeon to say the wire had poked through her skin so she removed it herself. Preoperative inspection of the wire revealed part of it was missing. Revision proceeded as planned. The surgeon used an osteotome to remove the tibial insert in the usual fashion. Upon removal it was discovered that the tibial insert had an intact locking wire and had been well fixed. The remaining portion of the other tibial locking wire was also discovered in the posterior medial area of the tibial tray.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.